Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and cervix carcinoma stage 0 ('adenocarcinoma in situ of the cervix/tumor/teratoma/cancer') in a 39-year-old female patient who had essure (batch no. B40023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity (bmi 39.9). Current weight as of (B)(6)2018: 260 lbs. Concurrent conditions included sleep apnea (not recovered prior to essure), nickel sensitivity (not recovered prior to essure), asthma, cystocele, contact dermatitis, sinus infection, common cold, blurring of vision, eyelid injury, enlargement of lymph nodes, chills, neck stiffness, elevated liver enzymes, tiredness, bronchitis, cholestasis intrahepatic (recurrent), catarrh, oligomenorrhea and allergic reaction nos. Concomitant products included prednisone, salbutamol (albuterol) and vitamins nos (multivitamin). On (B)(6)2013, the patient had essure inserted. In 2014, the patient experienced mood swings ("severe mood swings"). In 2015, the patient was found to have cervix carcinoma stage 0 (seriousness criterion medically significant) and weight increased ("weight gain") and experienced stress urinary incontinence ("bladder or urinary problems or changes stress lead to urinary incontinence"), abdominal pain lower ("severe cramping"), fatigue ("extreme fatigue / tired / severe exhaustion"), nausea ("nausea"), migraine ("migraine"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), respiratory tract infection ("constant respiratory infections"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On (B)(6)2015, the patient experienced somnolence ("e free, sleeping most of the day") and procedural pain ("e free, in a lot of pain"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problem"), irritability ("irritable"), muscle spasms ("abdominal spasms (they feel like a baby kicking)"), abdominal discomfort ("pinching sensation when bending over"), breast pain ("sore breasts"), back pain ("lower back pain"), headache ("increased headaches"), skin lesion ("unexplained sores that don't heal well"), impaired healing ("unexplained sores that don't heal well"), dry skin ("extremely dry skin"), pruritus ("itching"), insomnia ("occasional insomnia"), feeling abnormal ("general feeling of something was really wrong"), pain ("achy/mysterious aches and pains"), abdominal distension ("bloated"), cough ("chronic cough"), asthenia ("weakness"), urinary tract disorder ("urinary problem"), loss of libido ("lack of libido"), breast tenderness ("breast tenderness"), cardiac flutter ("fluttering"), uterine spasm ("uterine spasms"), mood altered ("moodiness"), sinus disorder ("sinus issues") and sleep apnoea syndrome ("central sleep apnea"). The patient was treated with ibuprofen and surgery (endometrial curettage, autologous fascial sling, endocervical bx; cold knife conization and hysterectomy and salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, fatigue, headache, breast tenderness, cardiac flutter, uterine spasm and mood altered was resolving, the cervix carcinoma stage 0, stress urinary incontinence, bladder disorder, irritability, abdominal pain lower, muscle spasms, abdominal discomfort, breast pain, back pain, mood swings, skin lesion, impaired healing, dry skin, pruritus, pain, abdominal distension, migraine, dysmenorrhoea, allergy to metals, respiratory tract infection, vaginal discharge, asthenia, urinary tract disorder, weight increased, abdominal pain, somnolence, procedural pain, sinus disorder and sleep apnoea syndrome outcome was unknown and the insomnia, nausea, cough and loss of libido had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, asthenia, back pain, bladder disorder, breast pain, breast tenderness, cardiac flutter, cervix carcinoma stage 0, cough, dry skin, dysmenorrhoea, fatigue, feeling abnormal, headache, impaired healing, insomnia, irritability, loss of libido, migraine, mood altered, mood swings, muscle spasms, nausea, pain, pelvic pain, procedural pain, pruritus, respiratory tract infection, sinus disorder, skin lesion, sleep apnoea syndrome, somnolence, stress urinary incontinence, urinary tract disorder, uterine spasm, vaginal discharge and weight increased to be related to essure. The reporter commented: patient had reported to FDA, she was bloated, experiencing weight gain despite healthier eating habits, irritable, achy, and tired, a general feeling of something was really wrong, and she had adenocarcinoma in her cervix. When she was implanted she had no irregular cells. 18 months later, it has grown enough to require a hysterectomy in the past. She had also experienced bouts of severe cramping that lasted for weeks, pinching sensation when bending over, pregnancy symptoms (sore breasts, nausea), lower back pain, extreme fatigue, severe mood swings, abdominal spasms (they feel like a baby kicking), increased headaches, unexplained sores that did not heal well, extremely dry skin, itching to the point that she had her liver enzymes checked, and occasional insomnia. She stated she could not wait to have a hysterectomy and considered all events related to essure. Later in legal claim patient reported further events and that essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: respiratory tract infection, cough, nickel allergy. Concerning the injuries reported in this case, the following one/ones were reported via social media: procedural pain, somnolence, sinus disorder, pain and sleep apnoea syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality-safety evaluation of ptc. (Product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1315) on (B)(6) 2015. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), cervix carcinoma stage 0 ('adenocarcinoma in situ of the cervix/tumor/teratoma/cancer'), stress urinary incontinence ('bladder or urinary problems or changes stress lead to urinary incontinence') and bladder disorder ('bladder problem') in a 39-year-old female patient who had essure (batch no. B40023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity (bmi 39.9). Current weight as of (B)(6)2018: 260 lbs. Concurrent conditions included sleep apnea (not recovered prior to essure), nickel sensitivity (not recovered prior to essure), asthma, cystocele, contact dermatitis, sinus infection, common cold, blurring of vision, eyelid injury, enlargement of lymph nodes, chills, neck stiffness, elevated liver enzymes, tiredness, bronchitis, cholestasis intrahepatic (recurrent), catarrh, oligomenorrhea and allergic reaction nos. Concomitant products included prednisone, salbutamol (albuterol) and vitamins nos (multivitamin). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced mood swings ("severe mood swings"). In 2015, the patient was found to have cervix carcinoma stage 0 (seriousness criterion medically significant) and weight increased ("weight gain") and experienced stress urinary incontinence (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), fatigue ("extreme fatigue / tired / severe exhaustion"), nausea ("nausea"), migraine ("migraine"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), respiratory tract infection ("constant respiratory infections"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced somnolence ("e free, sleeping most of the day") and procedural pain ("e free, in a lot of pain"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder (seriousness criterion medically significant), irritability ("irritable"), muscle spasms ("abdominal spasms (they feel like a baby kicking)"), abdominal discomfort ("pinching sensation when bending over"), breast pain ("sore breasts"), back pain ("lower back pain"), headache ("increased headaches"), skin lesion ("unexplained sores that don't heal well"), impaired healing ("unexplained sores that don't heal well"), dry skin ("extremely dry skin"), pruritus ("itching"), insomnia ("occasional insomnia"), feeling abnormal ("general feeling of something was really wrong"), pain ("achy/mysterious aches and pains"), abdominal distension ("bloated"), cough ("chronic cough"), asthenia ("weakness"), urinary tract disorder ("urinary problem"), loss of libido ("lack of libido"), breast tenderness ("breast tenderness"), cardiac flutter ("fluttering"), uterine spasm ("uterine spasms"), mood altered ("moodiness"), sinus disorder ("sinus issues") and sleep apnoea syndrome ("central sleep apnea"). The patient was treated with ibuprofen and surgery (endometrial curettage, autologous fascial sling, endocervical bx; cold knife conization and hysterectomy and salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fatigue, headache, breast tenderness, cardiac flutter, uterine spasm and mood altered was resolving, the cervix carcinoma stage 0, stress urinary incontinence, bladder disorder, irritability, abdominal pain lower, muscle spasms, abdominal discomfort, breast pain, back pain, mood swings, skin lesion, impaired healing, dry skin, pruritus, pain, abdominal distension, migraine, dysmenorrhoea, allergy to metals, respiratory tract infection, vaginal discharge, asthenia, urinary tract disorder, weight increased, abdominal pain, somnolence, procedural pain, sinus disorder and sleep apnoea syndrome outcome was unknown and the insomnia, nausea, cough and loss of libido had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, asthenia, back pain, bladder disorder, breast pain, breast tenderness, cardiac flutter, cervix carcinoma stage 0, cough, dry skin, dysmenorrhoea, fatigue, feeling abnormal, headache, impaired healing, insomnia, irritability, loss of libido, migraine, mood altered, mood swings, muscle spasms, nausea, pain, pelvic pain, procedural pain, pruritus, respiratory tract infection, sinus disorder, skin lesion, sleep apnoea syndrome, somnolence, stress urinary incontinence, urinary tract disorder, uterine spasm, vaginal discharge and weight increased to be related to essure. The reporter commented: patient had reported to FDA, she was bloated, experiencing weight gain despite healthier eating habits, irritable, achy, and tired, a general feeling of something was really wrong, and she had adenocarcinoma in her cervix. When she was implanted she had no irregular cells. 18 months later, it has grown enough to require a hysterectomy in the past. She had also experienced bouts of severe cramping that lasted for weeks, pinching sensation when bending over, pregnancy symptoms (sore breasts, nausea), lower back pain, extreme fatigue, severe mood swings, abdominal spasms (they feel like a baby kicking), increased headaches, unexplained sores that did not heal well, extremely dry skin, itching to the point that she had her liver enzymes checked, and occasional insomnia. She stated she could not wait to have a hysterectomy and considered all events related to essure. Later in legal claim patient reported further events and that essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: respiratory tract infection, cough, nickel allergy. Concerning the injuries reported in this case, the following one/ones were reported via social media: procedural pain, somnolence, sinus disorder, pain and sleep apnoea syndrome. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Events added: sinus issues and central sleep apnea. Event clubbed: achy/mysterious aches and pains. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 08-oct-2015. The most recent information was received on 10-oct-2019. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), cervix carcinoma stage 0 ('adenocarcinoma in situ of the cervix/tumor/teratoma/cancer'), stress urinary incontinence ('bladder or urinary problems or changes stress lead to urinary incontinence') and bladder disorder ('bladder problem') in a (B)(6)-year-old female patient who had essure (batch no. B40023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity (bmi (B)(6)). Current weight as of (B)(6) 2018: (B)(6) lbs. Concurrent conditions included sleep apnea (not recovered prior to essure), nickel sensitivity (not recovered prior to essure), asthma, cystocele, contact dermatitis, sinus infection, common cold, blurring of vision, eyelid injury, enlargement of lymph nodes, chills, neck stiffness, elevated liver enzymes, tiredness, bronchitis, cholestasis intrahepatic (recurrent), catarrh, oligomenorrhea and allergic reaction nos. Concomitant products included prednisone, salbutamol (albuterol) and vitamins nos (multivitamin). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced mood swings ("severe mood swings"). In 2015, the patient was found to have cervix carcinoma stage 0 (seriousness criterion medically significant) and weight increased ("weight gain") and experienced stress urinary incontinence (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), fatigue ("extreme fatigue / tired / severe exhaustion"), nausea ("nausea"), migraine ("migraine"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), respiratory tract infection ("constant respiratory infections"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced somnolence ("e free, sleeping most of the day") and procedural pain ("e free, in a lot of pain"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder (seriousness criterion medically significant), irritability ("irritable"), muscle spasms ("abdominal spasms (they feel like a baby kicking)"), abdominal discomfort ("pinching sensation when bending over"), breast pain ("sore breasts"), back pain ("lower back pain"), headache ("increased headaches"), skin lesion ("unexplained sores that don't heal well"), impaired healing ("unexplained sores that don't heal well"), dry skin ("extremely dry skin"), pruritus ("itching"), insomnia ("occasional insomnia"), feeling abnormal ("general feeling of something was really wrong"), pain ("achy"), abdominal distension ("bloated"), cough ("chronic cough"), asthenia ("weakness"), urinary tract disorder ("urinary problem"), loss of libido ("lack of libido"), breast tenderness ("breast tenderness"), cardiac flutter ("fluttering"), uterine spasm ("uterine spasms") and mood altered ("moodiness"). The patient was treated with ibuprofen and surgery (endometrial curettage, autologous fascial sling, endocervical bx; cold knife conization and hysterectomy and salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fatigue, headache, breast tenderness, cardiac flutter, uterine spasm and mood altered was resolving, the cervix carcinoma stage 0, stress urinary incontinence, bladder disorder, irritability, abdominal pain lower, muscle spasms, abdominal discomfort, breast pain, back pain, mood swings, skin lesion, impaired healing, dry skin, pruritus, pain, abdominal distension, migraine, dysmenorrhoea, allergy to metals, respiratory tract infection, vaginal discharge, asthenia, urinary tract disorder, weight increased, abdominal pain, somnolence and procedural pain outcome was unknown and the insomnia, nausea, cough and loss of libido had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, asthenia, back pain, bladder disorder, breast pain, breast tenderness, cardiac flutter, cervix carcinoma stage 0, cough, dry skin, dysmenorrhoea, fatigue, feeling abnormal, headache, impaired healing, insomnia, irritability, loss of libido, migraine, mood altered, mood swings, muscle spasms, nausea, pain, pelvic pain, procedural pain, pruritus, respiratory tract infection, skin lesion, somnolence, stress urinary incontinence, urinary tract disorder, uterine spasm, vaginal discharge and weight increased to be related to essure. The reporter commented: patient had reported to FDA, she was bloated, experiencing weight gain despite healthier eating habits, irritable, achy, and tired, a general feeling of something was really wrong, and she had adenocarcinoma in her cervix. When she was implanted she had no irregular cells. 18 months later, it has grown enough to require a hysterectomy in the past. She had also experienced bouts of severe cramping that lasted for weeks, pinching sensation when bending over, pregnancy symptoms (sore breasts, nausea), lower back pain, extreme fatigue, severe mood swings, abdominal spasms (they feel like a baby kicking), increased headaches, unexplained sores that did not heal well, extremely dry skin, itching to the point that she had her liver enzymes checked, and occasional insomnia. She stated she could not wait to have a hysterectomy and considered all events related to essure. Later in legal claim patient reported further events and that essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: respiratory tract infection, cough, nickel allergy. Concerning the injuries reported in this case, the following one/ones were reported via social media: procedural pain, somnolence. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-oct-2019: with follow up received on 10-oct-2019 it was detected that this record was a duplicate to both record # (B)(4) (medwatch 3500a MFR number 2951250-2017-02214) and record # # (B)(4) (social media posting, medwatch 3500a MFR number 2951250-2019-10910) from which all information was transferred to this case ((B)(4)), then both duplicate records # (B)(4) and # (B)(4) will be deleted. New: legal claim received from lawyer. Previously not reported: pt's birth date, age, medical history, concomitant drugs, essure batch number (ptc result updated), indication, insertion and coils removal date added, removed for pelvic pain (event added). More new events: abdominal pain, allergy to metals, asthenia, bladder disorder, breast tenderness, cardiac flutter, cough, dysmenorrhoea, loss of libido, migraine, mood altered,respiratory tract infection, stress urinary incontinence, urinary tract disorder, uterine spasm, vaginal discharge, procedural pain, somnolence. The event adenocarcinoma of cervix was specified to cervix carcinoma stage 0. Treatment was added for the events. Start dates and outcomes were added when available. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.